Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the probe (including after the tissue was cut). 2. The non-insulated part came into contact with the probe due to the wear of the tissue pad. 3. An error occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer returned the device for evaluation of probe damage error immediately received for the device upon use of the device in a therapeutic laparoscopic gastrectomy procedure. The device probe was intact. The error code and number of oscillations is not known. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode at the time was seal and cut 1, seal 3. The device was inspected prior to use with no abnormality found. The intelligent tissue monitoring (itm) setting were on during the procedure. Upon evaluation of the returned device, it was observed that the tissue pad was very much worn. This medwatch is being submitted for the reportable issue of a very worn tissue pad as observed during device evaluation.

Manufacturer narrative:
The full facility name is independent administrative institution occupational health and safety organization (B)(6) hospital. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the tissue pad was very much worn. There were traces of contact with the grip on the probe. There was a trace of contact with the probe on the grip part. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.